Manufacturer narrative:
Received one device. The customer reported issue was able to be replicated through visual inspection. The cause of the reported issue was unknown. Upon further investigation, found downstream occlusion sensor (dso) seal delaminated, air in line (aild) not sensing if there is air in the line or not. Replaced aild, dso seal. Performed dso/upstream occlusion sensor (uso) sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device. The customer reported issue was able to be replicated through visual inspection. Additionally, found and replaced, downstream occlusion sensor (dso) seal delaminated. It was reported that the battery contacts were corroded. There was no patient involvement.